Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) : analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was in a ventricular tachycardia "storm" and received some ineffective defibrillations. The patient also noted heat around the device and complained of a burning sensation. Furthermore, it was noted during explant of the device that there was some discoloration on the generator that appeared as metal that had been heated up. The device was replaced. No patient complications have been reported as a result of this event.